Event description:
The customer obtained falsely high troponin I results on patient samples based on the elevated troponin I results, the patient underwent cardiac catheterization. The results of the procedure were normal and there was no report of patient harm as a result of this event.